Manufacturer narrative:
Other relevant device(s) are: product ID: 37754, serial/lot #: (B)(4), ubd: 24-jul-2014, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient noticed their recharger wasn't charging yesterday. The patient indicated the screen would blink when it was plugged into the wall/desktop charger. Patient unplugged the desktop charger from the recharger in the morning and the connector pin broke off. Patient was able to get the connector pin put back into the desk top charger but recharger was not charging. Additional information was received. The patient received the replacement desktop charger sent to them and plugged in the recharger which worked to charge the recharger; however on sunday when the patient went to charge their ins again, the recharger would not power on. Patient would press the buttons but it would not turn on. Patient reported they have nothing/loss of stimulation and was taking extra pain pills. No further complications reported and/or anticipated at this time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient who responded back from a letter sent to them. The patient reported the replacement recharger sent to them resolved their issue with having a loss of stimulation and having pain.